Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report error 23068. The error showed up twice. Error 23068 and other master tool manipulator (mtm)right2 errors confirmed in logs. The system is a dual console system, and if the error continues to persist, the caller is going to power off the system and disconnect console 2, proceeding as a single console case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. During lighthouse testing, errors were observed on the shoulder and elbow axes, confirming the fault occurred in the field. Visual inspection found no issues. The mtm was installed on an in-house system and driven using in-house instruments. The mtm passed system test, and no issues were observed. After installing on sftp and running the fitness test, the mtm failed grip accuracy test. After running calibrations, the mentioned test passed. Additional findings included failure for the slow gravity balance test - post sine cycle for wrist pitch (axis 5) ¿ where ripple_torq_was observed. A one hour slow speed sine cycle on the shoulder axis was performed and passed. As a result of this investigation, failure analysis concluded that the manipulator controller master base logic (mcmbl) printed circuit assembly (pca) was the root cause of the reported event.